Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. Vessel morphology was reported as 45 degree aortic neck angulation, mild calcification, and mildly tortuosity. It was reported that the patient presented at a routine follow-up. The patient had a type I endoleak. There was a possible stent graft infolding starting in the area the stentless area of the stent graft and progressing up the stent graft, forming a channel up to the top resulting in a type I endoleak. The physician placed a 32 talent aortic cuff, however, the type I endoleak did not resolve. (MDR 2953200-2009-00938) the physician elected to perform model the stent graft with a reliant balloon and there was still a type I endoleak. The physician placed a palmaz stent resolving the type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medical intervention - infolding - evaluation: results: (endoleak). Lack of information (no films review). Conclusions: lack of information (no films to review).